Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation which was eliminated with reprogramming. Patient is still experiencing diaphragm stimulation and wakes every night with it. The atrial lead position check was suspected to be causing these symptoms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.